Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this cardiac resynchronization therapy defibrillator (crt-d) stored supraventricular tachycardia (svt) episode. Upon review, the presenting egm showed the crt-d had delivered three bursts of anti-tachycardia pacing (atp) and one shock therapy. It was determined that the therapy was inappropriate. Ts discussed programming options with the hcp. No additional adverse patient effects were reported. This crt-d remains in service.